Event description:
It was reported that during a ptca/stent procedure of a calcified total occlusion located in the mid lad, another company's guide wire was unable to cross the lesion. An attempt was made for 15 minutes to cross the lesion, however, it was unsuccessful. The catheter was torqued but the torque did not transmit to the guide wire tip. The guide wire was removed from the patient's anatomy, which confirmed that the tip had separated. The catheter was removed from the patient's anatomy very slowly, and the separated tip was found attached to the balloon tip. No pt injury was reported.